Event description:
The distal end of the coil wire was bent inside the package and is unable to be deployed. Manufacturer response for detachable coil, 4.5mm x 10cm target tetra detachable coil (per site reporter).